Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Service history review: lot #7688515 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 23-may-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. A service and repair evaluation was completed: the customer reported the stem of the depth gauge was found broken. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: per the technique guide, the 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported to have become broken in sterile processing. This condition is confirmed; the measuring wire is broken at the base where it meets the rest of the depth gauge assembly rendering it incapable of measuring. It is likely that rough or improper handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in may 2014 and is one year old. The balance of the device is still in fairly good condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. The complaint condition for the 319.006 lot number 7688515 depth gauge was likely caused by rough or improper handling during surgery or sterile processing; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the depth gauge for 2.0mm and 2.4mm screws, were found broken in sterile processing. There was no procedure or patient involvement or delay in surgery. It was also reported that the stem of the depth gauge broke off completely. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.